Manufacturer narrative:
H3: device not returned to manufacturer. Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available.

Event description:
It was reported that the lot number indicated on the outside of the product box does not match the lot number on the items inside. The event occurred upon opening. There was no patient involvement, and no patient harm/adverse event reported.

Manufacturer narrative:
H6. Codes: updated. Device evaluation: no product was returned. Performed visual evaluation of the pictures provided and compared the lot number on the box label and lot number printed on the assemblies. Finished assembly are identified as required with lot number traceability, no problem identified. Completed assembly of the finished device as a mx4810p1 occurred in another ICU medical location in the european union where the product was ce marked. The finished assembly was produced from subassemblies(a4810) provided from the dublin, ohio manufacturing site, these subassemblies have their own lot number identification applied during production. The product was pulled from the EU market as part of a ce re-classification project with all remaining inventory from the distribution center sent back to the dublin, ohio manufacturing site to be repackaged as mx4810 per approved procedure and added into dublin manufacturing inventory. A device history record (DHR) review reported no discrepancies or non-conformances during the manufacturing of the reported lot number.